Event description:
The customer reported the system displayed overtemp error messages and the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as the customer reportedly repaired the system themselves and cancelled the service call.